Manufacturer narrative:
Model number/catalog number: sc-2408-74, serial number: (B)(4), batch/lot number: 19143223 / 20764569, model/catalog description: avista MRI perc lead kit 74 cm.

Event description:
A report was received that the patient was experiencing shocks on the left side of the body. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1200 (sn: (B)(4)). Device evaluation indicated that the monitored stimulation on an oscilloscope found the outputs were consistent and correct on all electrodes. Ac/dc current leakage tests verified no loss of electric current into the surrounding tissue. Residual gas analysis verified that the device insulation was not compromised. The ipg passed all the required tests and revealed no anomalies.

Event description:
A report was received that the patient was experiencing shocks on the left side of the body. The patient underwent an ipg replacement procedure and was doing well postoperatively.